Event description:
It was reported that the device would power on and off by itself. There was no patient use associated with this event.

Manufacturer narrative:
Physico-control evaluated the device and verified the reported failure. Physio replaced the interface pcb assembly and the keypad assemblies. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the returned assemblies, and observed that the right side of the "on" button was worn, on the main control keypad assembly.